Manufacturer narrative:
The vessel sealer instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) investigations did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the initialization tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The knife cut cleanly through test strip paper. The knife edges were not damaged. Cut test passed. Energy activation test was the conducted-on system. Wet paper towel was held between grips and began smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. The instrument was fully functional. No errors occurred during in house testing. Additionally, grip force test was performed on grips for further testing, and it measured at 6.92 lbf in straight orientation, 6.81 lbf in yaw, and 6.7 lbf for pitch. Grip force testing passed. Jaw gap inspection was tested as an additional functional check. Jaw gap test passed. A review of the instrument logs for the vessel sealer extend (part# 480422-01 / serial # (B)(4)) was performed. The instrument was last used on (B)(6) 2022 on system (B)(4)for a malignant hysterectomy procedure. This is a single use instrument. There was no image or video clip submitted for review. The probable root cause of cutting and incomplete sealing issue cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis of the instrument found no damage and no functional test issue with the instrument. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the vessel sealer extend instrument was not able to cut and the sealing was incomplete. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 18-may-2023 and obtained the following additional/updated information regarding the reported event: there was no patient injury, the vessel sealer was not sealing and cutting properly. The vessel sealer was removed and a new one was inserted and worked properly. The procedure was completed with no patient injury.